Event description:
The hospital reported during a fem-pop bk the fusion bioline 6mm-60cm supp peripheral was bleeding more that it should have at the suture line. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).